Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a cardioversion. The device had reached eri, and based on previous longevity estimates rapid battery depletion and premature eri occurred. The patient had not had any therapies or aborted charges. The device was explanted and replaced. The patient's condition post procedure was fine.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.